Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) up to 523 mg/dl with no reported symptoms associated an alleged battery life issue. It was reported that regular insulin was used to decrease the patient¿s bg. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the pump emitted call service 128-fe80 alarms 8 time. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a battery life issue.